Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set did not flow during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample observed a blockage in the bond of the transparent part of the check valve and tubing. Microscopic inspection revealed that solvent was blocking the valve. The reported condition was verified. The cause of condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.